Event description:
Additional information received indicated that the endocardial lesion may have been related to the tip position of the lead after dislodgement and anatomy of the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the capture threshold of the right ventricular (rv) lead had increased. X-ray imaging confirmed that the lead was dislodged and an echocardiogram revealed an endocardial lesion which most likely contributed to the increase in capture threshold. A lead revision procedure was performed; however the helix was unable to extend during repositioning. The lead was explanted and replaced and the patient was stable with no consequences.